Event description:
The customer reported that the left monitor was not getting a signal, and therefore, no live image was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The graphics card in the image process controller was replaced. The system was tested and found to be working as intended and put back into service.